Event description:
Report received from the (B)(6) stating that the device had low power. The device was not being used during surgery. Iti s unknown if injuries or medical intervention were reported. There was no delay in surgery. It is unknown if a user report was filed. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools, but the reported condition of "low power" could not be confirmed because the device was not evaluated for the reported condition while being serviced. If additional information is received, a supplemental report will be sent. Ref: (B)(4).